Event description:
Follow-up identified replacement of the ipg resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (russia) during implant of the ipg on (B)(6) 2018, communication could not be established with the ipg using the charging system and patient programmer. Troubleshooting was attempted to no avail. The ipg was returned to the manufacturer.